Event description:
The following has been reported: biomed reported: "when pump tested the latch did not move the guide pins. The av (actuator valve) pins and loading guides were cleaned, checked the software and the software needs to be upgraded, searched though the history log found a pump problem on feb. 8 at 9:33" patient harm: unknown. A preliminary review identified the following issue: sensor hardware failure (dsps sensor) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for sensor hardware failure (dsps sensor). Upon return, the device was opened for inspection and found the av flag board to be contaminated with a white residue. Further investigation found the lcd touchscreen screw mounts were broken. The pcba, av flag boardand the lcd & touchscreen will be removed and replaced during the repair process. No other damage found.